Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator change and lead revision procedure. It was noted that both the atrial and right ventricular leads exhibited excessive lead noise and rise in capture threshold. On (B)(6) 2020, the atrial lead was explanted and the right ventricular lead was capped and replaced successfully. The patient's condition was stable. Related manufacturer reference number: 2017865-2021-01973.